Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 285 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. Customer did not have any more available test strips. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 05/15/2018 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: a 285mg/dl, (B)(6) 2017 07:56 am, fasting:yes. A 165mg/dl, (B)(6) 2017 08:36 am, fasting:yes. A 156mg/dl, (B)(6) 2017 07:07 am, fasting:yes. A 146mg/dl, (B)(6) /2017 07:58 am, fasting:yes. A 131mg/dl, (B)(6) 2017 07:00 am, fasting:yes. Memory concerns:customer is concerned with 285mg/dl fasting result.